Event description:
It was reported that the battery of this pacemaker is experiencing an increase in its power consumption (311%). The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects were reported.